Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that after initiating pump start up in the operating room, they were unable to reach set speed. The surgeon reported that the inflow cannula looked positioned correctly, the left ventricle was full, and the right ventricle was ok. The surgeon mentioned that after exchanging the system controller, they were able to reach the set speed appropriately.